Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump experienced physical damage. It was reported that customer fell causing insulin pump to break. It was reported that display screen came on but insulin pump would not deliver. It was reported that drive support cap was missing and electronics in pump could be seen. Customer's blood glucose was unknown.